Event description:
A nurse reported a system message was displayed during a vitrectomy surgery. The unit was rebooted with no success. The system was switched out and the case was completed. There was a delay of 5 minutes while switching the system. There were no pt injuries reported.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported problem. The supervisor was replaced as a diagnostic measure. The locking blades were also replaced to ensure proper movement of the tray arm. The system was then tested and met all product specs. A root cause has not been identified. (B)(4).